Manufacturer narrative:
Philips service reinitialized the database, restoring storage space. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that low disk space prevented roadmap imaging on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.